Manufacturer narrative:
Result: scale out of calibration.

Event description:
It was reported by svc report that the scale was off by five pounds. No pt involvement or adverse consequences were reported.